Event description:
My daughter is on the way to the emergency room because she can't open her eyes after using clear care solution. This product should not be available over the counter. She is (B)(6) and scared to death about being blind. This is irresponsible marketing. (B)(6).